Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that the user interface module (uim) on this avea ventilator is blank. The customer installed a uim from a different ventilator and it worked properly so a failure in the original uim is suspected. The customer reported that there is no patient involvement.